Manufacturer narrative:
Event, implant dates: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar complaint query could not be performed because the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional treatment and hospitalization were related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. On an unknown date an unspecified supera stent was implanted. Later the patient returned with an occlusion and bypass surgery was performed. No additional information was provided.